Manufacturer narrative:
The investigation of low pump flow has been completed. Data logs were investigated and several abnormalities were noted. Thr returned product was investigated and there appeared to be a small piece of biomaterial in the purge gap/around the impeller. However, when the pump was run in a bucket, it achieved flows within specification for p9 for 10 minutes. Additionally, the pump passed the laser continuity test. Based on the clinical details provided that the patient was suffering from massive amounts of blood loss throughout support and low flows not reproducing on returned product, the root cause of the low flows was determined to most likely be patient condition.

Event description:
The complainant had an impella rp flex placed in a patient who came in with chest stabbing that had caused a ventricular septal defect and right ventricle failure. The impella rp flex was placed but the patient was suffering from low flows and hemorrhagic shock. The pump had over 32 units of red blood cells infused. The pump position was adjusted for the low flows and the patient received 32 units of fresh frozen plasma. The pump was explanted and the patient survived the event and low flows but upon explant there was an observation made of thrombosis.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.